Manufacturer narrative:
The manufacturer performed a review of the failure and determined there was no issue with the pcb. The most likely cause could be a shortened out motor or wiring and excess current was flowing from battery. A potential failure mode if the lift was operated at extremely low battery and motor drew excessive amperage. The shortened out condition after the pcb occured that caused the extremely excessive current which caused the fet's to fail open. The device is no longer in production. Corrective action: no corrective action planned at this moment by the manufacturer.

Event description:
P300 circuit board are deemed to have burn traces with one actually been on fire.

Event description:
P300 circuit board are deemed to have burn traces with one actually been on fire.